Manufacturer narrative:
Results and conclusion summation: historical data shows that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. The case details suggest that the wire caught on the deployed stent and fractured in the attempt to separate the devices. However, because the wire used in this case was not returned, a definitive root cause of the reported fracture cannot be determined.

Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: separated guide wire remains in patient anatomy. Device issue: separated guide wire. It was reported that the procedure involved pci which was performed in three different lesions. Another company's guiding catheter was engaged and the bmw universal crossed the lesion. Poba was performed from the distal lesion to the proximal lesions and then an attempt was made to implant another company's stent in the most distal lesion; however, it was unable to advance and it was implanted the proximal lesion. The guiding catheter was replaced with a stronger guiding catheter and the same bmw universal again attempted to cross the lesion; however, it was stuck at the stent area and would not move at all. While attempting to withdraw the guide wire, the tip coil became separated and remained in the patient's body and is thought to be in the stent area. A pilot guide wire crossed the lesion, but another company's dilatation catheter was unable to cross the distal part. The procedure was completed. No additional event or patient information is available.